Event description:
It was reported that on 2014 (B)(6), a family member contacted the intrathecal baclofen (itb) emergency reception and reported that on 2014 (B)(6), the patient received drug replacement (with or without a dose change was unknown). In the morning of 2014 (B)(6), the patient experienced nausea, a feeling of weakness, listlessness, and lethargy was also reported. The symptoms continued on the following day which did not allow the patient to see a physician. The patient¿s physician was contacted with inquiry on what should be done. The family member was told that the symptoms were unlikely to be caused by an effect of gabalon and advised the patient to be seen by the internist. The internist was asked to visit and see the patient and ¿she received an intravenous drip.¿ it seemed that the nausea calmed down a bit. However, the patient could hardly eat and the feeling of weakness increased. It seemed difficult for the patient to speak and looking at her more closely she seemed to breathe hard, hard to breathe normally. There was inquiry if the symptoms might be a side effect of the gabalon. The family member was instructed to contact the emergency contact at the hospital to which the family member reported they would contact them immediately. It was further provided that on 2014 (B)(6) a bridge bolus of 2,000 micrograms per milliliter was performed at the refill. However, it was identified as an overdose by a programming error. As a remedy, approximately 3 milliliters was suctioned from the catheter access port (cap). Subsequently, the remaining drug was removed from the tank (reservoir). The tank was flushed with saline and then 20 milliliters of gabalon 0.05% was refilled. A priming bolus was performed and a new dose was set to 150 micrograms. This was the dosage per day since implant to present. The patient¿s condition was currently under observation. At that time, the outcome of the event was unknown. It was unknown if it was related to the catheter, pump, programmer or procedure. The relationship to the drug was not reported. It was further reported that the patient had been programmed with simple continuous mode at the time of implant. The dosage per day for the first time was 50 micrograms per day. The patient¿s status at the time of the event was an outpatient with the event being related to the investigational drug, programmer, and procedure but not related to the pump or catheter. The patient¿s past history included no complications. The severity of the overdose was noted as not serious. However, it did require a dose change. As related to the investigational device ¿other (navigation)¿ was also noted. Further clarification noted that as a result of her symptoms the patient came to the hospital. The programming information was confirmed and it was discovered that the device had not been updated. The concentration was supposed to be 2000 micrograms per milliliter but it was in fact only 500 micrograms per milliliter. Therefore, the administration was quadrupled. After the drug was removed from the cap and reservoir, 500 micrograms per milliliter of conductive liquid was refilled. After this, the symptoms improved at noon on 2014 (B)(6). The patient reportedly had recovered as of 2014 (B)(6). This device system delivered gabalon. The reported implant date, 2014 (B)(6), was being confirmed. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8781, serial# (B)(4), product type: catheter.

Event description:
It was later clarified that the device involved with this event was not (B)(4) as initially reported but rather (B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4); product type catheter. (B)(4).